Event description:
Event description guidant received information that three days post-implant, the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device passed away. The physician reported ventricular undersensing of ventricular fibrillation (vf), and rhythm acceleration due to ventricular pacing on the t-wave.